Event description:
The product was used during a hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon manually stitched to complete the procedure.the hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.